Event description:
An aneurx bifurcated stent graft was selected for use in the treatement of an abdominal aortic aneurysm in a high surgical risk pt with very small, calcified iliac arteries. The physician experienced difficulty advancing the 21fr delivery system through the iliac artery due to the iliac stenosis. The lesion was then pre-dilated with a 20fr. Dilator followed by an unsuccessful attempt of advancing the aneurx delivery system. Angioplasty of the stenosis was then performed with an 8mm balloon, followed by another unsuccessful attempt of advancing the aneurx delivery system. The stenosis lesion was then treated with a 7.0mm diameter x 17cm legnth extra support biliary stent. Add'l attempts to insert the aneurx delivery system were unsuccessful despite add'l dilatations of the artery with a 20fr and 22fr dilators. An intravascular ultrasound revealed a 5mm narrowing within the stent, which was successfully treated with a 10mm pta balloon. Another attempt to insert the aneurx device failed in spite of force used by the physician to pass the device. The decision was made to abort the procedure, however, during the final angiogram, a perforation of the iliac artery proximal to the stent was noted. A 14mm x 8.5cm length iliac leg stent graft was inserted which successfully treated the perforation. The iliac artery was widely patent with good distal flow and no further evidence of the perforation. The pt was reportedly doing well post procedure. It is known how the pt's abdominal aneurysm was treated. There is no add'l clinical sequelae reported related to this event. A separate report has been submitted for each device related to this event. There was no device returned for investigation.